Event description:
Additional information was received on 14mar2025: per the tm, the doctor indicated that the patient was deceased. Additionally, the doctor stated that the patient was perfusing after the procedure and that there were other factors that contributed to the patient's demise.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and health effect - impact code and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed since a patient death occurred. The exact root cause cannot be determined. The relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the representative received a call from a doctor about how to manage a patient who was being treated for an ischemic stroke in which an angio-seal was used to close the arteriotomy. After deployment, it was noted that the patient lost pulses. The physician was planning an intervention. The procedure performed was neurovascular. There was patient injury and/or medical or surgical intervention required. Additional information was received on 20feb2025: the procedure sheath used was a 6 french cordis brite tip. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable; however, their legs were perfusing and the patient coded. Hemostasis was achieved with manual pressure. The blood loss was less than 250cc. The puncture site was above the level of the common femoral artery bifurcation. There was disease or dissection present in the access site artery. An ultrasound was performed to diagnose the occlusion/ thrombosis. Distal pulses were absent. Angioplasty and stenting were performed to treat the occlusion.